Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional devices associated: battery / (B)(4) / model # 1650de / UDI: (B)(4) / exp. Date: 31-oct-2018. Device available for evaluation: no. Device evaluated by manufacturer: no. Mfg. Date: 31-oct-2017. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a double power disconnect alarm while changing from their battery to wall power. The patient was using a second battery on the other power port when the alarm occurred with a charge greater than twenty-five percent. The devices have been exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
One controller and one battery were returned for evaluation. Failure analysis of devices revealed that the units passed visual inspection and functional testing. Log files of the controller in use during the reported event, con315380, revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log files analysis revealed two controller power-up events logged on (B)(6) 2018 at 10:50:29 and on (B)(6) 2018 at 08:07:16. The data point prior to the first loss of power in the controller's internal logs revealed that bat590155 was connected to power port one with 99% relative state of charge (rsoc) and bat587333 was connected to power port two with 61% rsoc. The data point recorded after the first loss of power revealed that an adapter was connected to power port one and bat587333 was connected to power port two. The controller was without power for 18 seconds. In the controller's internal logs, the last data point recorded prior to the second controller power up was logged on (B)(6) 2018 at 12:06:09. The controller was not in use for approximately 12 days 19 hours 59 minutes and 57 seconds. Two additional controller power-up events were previously logged on (B)(6) 2018 at 00:01:57 and 04:08:23. The controller was without power for 7 seconds and 16 seconds, respectively. As a result, the reported loss of power was confirmed. Additionally, log files analysis revealed a momentary disconnection that did not lead to premature power switching involving battery bat587333. Several premature power switching events due to momentary disconnections, as well as instances of momentary disconnections that did not result in power switching events, were also logged. This is an additional observation not related to the reported event, as these events did not occur at the time of the controller power ups. The most likely root cause of the observed premature power switching can be attributed to momentary disconnections between the controller and batteries. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation investigated momentary disconnections. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product event summary: one controller and one battery were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller and battery in relation to the reported event. Failure analysis of devices revealed that the units passed visual inspection and functional testing. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of log files revealed a controller power up event on (B)(6) 2018 at 10:50:29, thus confirming the reported event. The event log file revealed that the controller lost power at 10:50:11; therefore, the approximate pump off time was 18 seconds. The data point prior to the controller power up event, at 10:35:59, revealed that the battery connected to power port 1 with 99% relative state of charge (rsoc) and the battery connected to power port 2 with 63% rsoc. The data point after the controller power-up event, at 10:51:04, revealed that the controller was connected to a controller ac adapter on power port 1 and a battery was connected to power port 2 with 61% rsoc. Two additional controller power up events were previously logged on (B)(6) 2018. Several premature power switching events due to momentary disconnections, as well as instances of momentary disconnections that did not result in power switching events, were also logged. This is an additional observation not related to the reported event, as these events did not occur at the time of the controller loss of power. The most likely root cause of the observed power switching can be attributed to momentary disconnections between the controller and batteries. One suction alarm was logged on (B)(6) 2018; no other alarms were logged near the reported event date. Based on risk documentation, the suction alarm may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction in the outflow graft, or poor vad filling. Additionally, log file analysis shows that the pump's power consumption was within the normal operating range. Based on the log file analysis, the reported loss of power may have occurred due to a disconnection of both power sources, given that at least one power source connected prior to the loss of power was replaced and/or ma have been due to a momentary disconnection at the time of a power source exchange. An internal investigation has been opened to evaluate the controller losing power and momentary disconnections to implement corrective actions as required. Additional products: battery, (B)(4). D4 expiration date: 2018-10-31 UDI#: (B)(4). D10: yes, return date: 2018-05-29 h3: yes h4: mfg date: 2017-10-31 h6 FDA method code(s): 10, 23, 38, 3372 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.